Event description:
A customer reported following an intraocular lens (iol) implant procedure, a patient experienced diplopia. The lens was exchanged. Additional information was requested.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Manufacturer narrative:
Sample was returned in a vial filled with an unknown solution. There was no identification on the vial. No labels were returned. No damage was observed to the haptics or to the optic. The lens was cleaned with lphse for further evaluation. A dimensional inspection was conducted. The lens met specifications per the approved template for this lens model. Power and resolution testing was conducted. The returned lens is in the range of a 20.0 diopter lens. Results from the product history record review indicated the product met release criteria. The root cause could not be determined by the product or manufacturing investigation. It is unknown if the correct lens was returned/identified. There have been no other complaints for this lot. (B)(4).